Event description:
The customer reported that the ac inlet on the power module was pulled out and failed to work.

Manufacturer narrative:
(B)(4): the customer reported that the ac inlet on the power module was pulled out and failed to work. The customer was sent an ac power module which resolved the failure. As of 08/11/2010, there have been no further reports of this issue from this customer site.